Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field d8 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, it is likely that the phenomenon occurred due to faulty spare lamp. The event can be prevented by following the instructions for use which state: [average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer that they received error code e207 (emergency lamp is blown or failed) while using the evis exera iii xenon light source during a gastrointestinal endoscopy diagnostic procedure and the operation was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed on site by the fse and during evaluation of the returned device when the spare lamp was found to be burned out. Additionally, the evaluation found the rear partition dented, signs of corrosion underneath the scope socket, and the lamp life meter was reading over 500 hours. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.